Manufacturer narrative:
Patient weight is not available. Facility personnel declined to provide this information. Device lot number and expiration date are unavailable. The device was discarded before this information could be obtained. Device manufacture date is dependent on lot number, thus is unavailable.

Event description:
It was reported that during a lead extraction procedure to remove a non-functional right ventricular (rv) lead, a superior vena cava (svc) tear occurred. Reportedly, a 16f sls device was used to advance to near the tip of the lead when blood pressure dropped. An effusion was not seen on tee, but a cardiac tamponade was identified. For this reason, a pericardial synthesis was performed, followed by a thoracic window and eventual sternotomy. The tear was then identified to be in the svc. The initial injury was repaired, but the area that was cannulated for bypass continued to tear, leading to the expiration of the patient.